Manufacturer narrative:
Based on the claim against the product by the customer noting, inverted image of the 30-degree endoscope. An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse explained that the issue could be, due to the active guide tool change (gtc). The tse advised the customer to cancel the gtc, and then reinstall the endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported, that during a da vinci-assisted distal gastrectomy surgical procedure. The image of the 30-degree endoscope was inverted. Intuitive surgical, inc. (Isi) technical service engineer (tse) explained that the issue could be, due to the active guide tool change (gtc). The isi tse advised the customer to cancel the gtc, and then reinstall the endoscope. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was resolved by following the tse¿s advice by canceling the guide tool change (gtc), and then reinstalling the endoscope. The endoscope vision issue occurred before the surgeon controlled the master tool manipulator (mtm). There was no damage to the endoscope¿s adapter/base. The vision issue did not result in the patient¿s injury. The endoscope will not be returned since the issue was resolved.